Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the kneel. A 2.0mmx20mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilation. However, during first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.